Event description:
Reported blood glucose results of 120 mg/dl with a lifescan meter and 165 mg/dl on a lab device, performed within 10 mins of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Meter was not replaced.